Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm and blank display. The customer states the pump screen is also scratched. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected battery out limit or low battery alarm noted. The insulin pump was monitored for several days and no blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.